Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was returned for investigation. According to the clinical report, the pump did not start after insertion, and the aic was showing no motor current or flow. A purge system block alarm was also observed during this event. The returned pump passed all electrical testing, and a significant amount of biomaterial was observed on the impeller. The pump was unable to start when placed in a bucket of water, so it was left soaked in the bucket of waste. Some biomaterial was removed before reseating the impella. The pump was able to start, and some of the biomaterial was flushed out while running. The pump operated as expected, and the impeller was observed to be free of biomaterial. The cause of the pump did not start issue was most likely biomaterial, based on returned product investigation. Added d9 device return date

Event description:
The complainant had a impella cp support placed for a patient admitted in for a high-risk percutaneous coronary intervention. It was reported that the pump stopped and there was retrograde flow. The pump was removed and replaced. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped. ¿if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.